Event description:
A (B)(6) result that was confirmed with (B)(6) confirmatory testing was observed by the customer. The reactive result was questioned by the physician and the patient sample was rerun in duplicate and the results were both reactive. The customer performed (B)(6)confirmatory testing and the result was confirmed reactive. The physician did not expect a confirmed reactive result and requested an (B)(6) test on the patient sample. The (B)(6) result was (b)(46). The following day, (B)(6) testing was performed on a refrigerated serum sample tube and a hematology (plasma) sample tube and both results were (B)(6). The patient was redrawn by the physician and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) result.

Manufacturer narrative:
Siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the confirmed reactive (B)(6) result. The cause for the (B)(6) result that was confirmed with (B)(6) confirmatory testing is unknown. The customer's quality control results were acceptable and the assay calibration was valid at time of the discordant result. There were no system errors observed and no other discordant patient sample results. The cause for the initially reactive and confirmed result may be attributed to specimen collection and handling. There is no patient sample available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.